Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. According to the evaluation, the following was found. -the main circuit board was broken. -the front panel unit was broken. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon was attributed to the broken main circuit board and front panel unit. Aging deterioration may have caused the defect because 8 years and 5 months have passed since the device was manufactured. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus repair center. According to the evaluation, olympus repair center found that the circuit board and the front panel had a failure. Also, olympus repair center found a decrease in the remaining amount of co2 in the cylinder. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
When the user turned on the power of the device, the user found that the device beeped and the light on the front panel was turned off. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.